Manufacturer narrative:
Continuation of medical devices: product ID 3057, product type screening device. Product ID 3057, product type screening device. Information references the main component of the system. Other relevant device(s) are: product ID: 3057 ; product ID: 3057. The patient codes and device codes as well as the evaluation conclusion code apply to both lead plis. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a consumer regarding a patient with an external neurostimulator (ens). It was reported that patient was not feeling stimulation. It was noted patient could feel it at the doctor's office, but when they pressed increase they could not feel the stimulation. Patient was not tracking their progress in a diary so it was unclear if they were experiencing therapeutic benefit. Additional information was received from the health care physician (hcp) on (B)(6) 2018. The hcp did not know the serial number of the ens used in the trial and they stated the cause of the patient not feeling stimulation was that the lead likely moved and displaced stimulator. The hcp spoke with the trial patient on the phone and tried different leads and pairs. There were no further complications reported/anticipated.